Event description:
It was reported that this right ventricle (rv) lead exhibited high pacing thresholds, high pacing impedance and lead noise due to a fracture. A surgical intervention was performed and this lead was capped. A new rv lead was successfully implant. No additional adverse effects were reported.